Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer called tandem's technical support for assistance with overriding a bolus as the pump was not allowing the customer to deliver an additional correction bolus due to having insulin on board (iob). Tandem technical support recommended the customer wait until the iob depletes and observe blood glucose (bg) level; however, the customer declined and wanted to deliver a correction bolus. Tandem technical support educated the customer on bolus calculations of the pump. At the time of the call, the customer's bg level was 390 mg/dl, which was addressed with a correction bolus. During a follow-up call several hours later, the customer reported bg level was at 289 mg/dl with 7.4 units of iob. The customer declined further follow-up from tandem technical support.